Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 in site area #27 (type ii bone). Primary stability was achieved. Immediate extraction site was involved in the event. The implant was removed on (B)(6) 2013 due to pain and mobility. Medical history: no significant findings.